Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) reported a monitoring voltage of about 2.4v prior to cap reforms. The charge time has been coming down from 12s to 9s with each cap reform. The monitoring voltage is now 2.59v. Technical services discussed that, expect that with cold devices, once warmed that battery status should recover after 2 manual reforms. Caller says device is warm and has been on the shelf. The device was returned back for analysis.